Manufacturer narrative:
Additional information received and attached from customer via email dated 25-oct-2021: the event occurred during testing. There was no patient involvement. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing and a bubbled dso (downstream occlusion) sensor seal. The customer stated problem was duplicated. A constant error alarm code 46510 emerges upon power up. Main board was inoperable and it was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error 46510. No adverse effects were reported.